Event description:
It was reported that pump t button was faulty, requiring very hard pressure to turn pump on or off, and no blood glucose readings were provided. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump and original pump was planned for return to distributor for evaluation, and no additional information was received regarding the outcome of the event.